Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of the battery failure. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod for an undisclosed period. The reporter stated the battery died on the controller so they could not control the pod, the bg levels rose, and the patient was in diabetic ketoacidosis (dka). The patient was also pregnant, which caused the blood pressure to go up as well. The obstetrician decided to run tests and admit the patient to the hospital. The patient was experiencing a headache, acid feeling, nausea, and vomiting. The patient was admitted to the hospital on (B)(6) , 2025, and remained there for 2 days. The patient was diagnosed with dka and was treated with insulin shots, an insulin drip, and intravenous fluids.